Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a sleeve gastrectomy, the device would not seal adequately. It is unk if regrasp alarms or endtones (indicating completed seal cycles) were heard. An unk amount of bleeding (under 500cc) occurred. Another device was opened and used to complete the procedure.